Manufacturer narrative:
Device no longer under warranty. Customer did not request service by manufacturer. Customer requested to return parts to manufacturer for analysis.oxygen flow sensor; oxygen valve.

Event description:
The hospital biomedical engineer reported that the ventilator had alarmed for oxygen valve stuck closed while in use on a patient. The hospital respiratory therapy (rt) supervisor reported during that occurrence the patient's o2 saturation dropped from 92-93% to 85%. The patient was removed from the ventilator and bagged with 100% o2. Upon bagging the patient's oxygen saturation rose back to 90% + levels, and the rt supervisor reported the patient suffered no permanent harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The customer services their equipment, and the biomedical engineer reported he would replace the unit's oxygen flow sensor and oxygen valve to correct the reported findings.